Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and nausea. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (500mg, intraperitoneal, every 72 hourly, ongoing), and meropenem injection (500 mg, intraperitoneal, ongoing) for the event. At the time of this report, the patient had recovered from all events. Pd therapy was ongoing. No additional information is available.